Manufacturer narrative:
The t:slim x2 user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred one day after the pump had been submerged in water. Customer's blood glucose was approximately 120 mg/dl. Reportedly, the customer was unable to clear the alarm. Customer reverted to manual injections for insulin therapy.